Manufacturer narrative:
The insulin pump was received with loose tilted drive support disk. However, the insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump h ad cracked case at the display window corners, cracked battery tube threads, minor scratched lcd window, stained end cap sticker and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a loose motor cap. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.